Event description:
Customer reported that due to a battery issue, she was unable to test and experienced hypoglycemic symptoms. She was transported to a local hospital by paramedics, diagnosed with hypoglycemia and treated with an IV (solution unknown), soda and food. In addition, she reported being treated with an insulin pill and pain medication, however, insulin is not manufactured in a pill form. The treatment reported is not consistent with the diagnosis. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The device has been returned and an investigation is in process. A follow-up report will be submitted once investigation results are available.